Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that they do not know the cause of the customer's death as autopsy was not performed. The caller stated that the customer drank a lot and had fatty liver disease. The caller stated that they think the customer's blood glucose may have been low, so they gave the customer seven glucose tablets and gatorade. The caller told the customer that if the tablets did not work in fifteen minutes, they would give glucagon shots, sat down, and fell asleep around midnight. When woke up in about three hours, the customer had already passed. The caller did not know the customer¿s blood glucose at the time of death. The caller stated that the customer had fatty liver disease and mild cognitive impairment. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.